Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient passed away while performing automated peritoneal dialysis (apd) therapy. The patient was hospitalized, for an unreported condition, in the intensive care unit at the time of the event. The cause of death was not reported nor was it reported if an autopsy was performed, though it was reported the death was expected. No additional information is available.